Event description:
It was reported that the stent failed to deploy. There was no patient injury reported. The type of procedure was an iliac pta and stenting. The approach was lateral left side, straight approach with no bends or curves. It was not a tortuous path. A 6f sheath and 0.035 guide wire were used. The stent failed to deploy in the body. The tech present during the case indicated it was possible that the back end of the luminexx delivery system popped out of the perfromaxx grip without the doctor realizing it, therefore, resulting in a failure to deploy.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The safety clip was missing on the returned sample. The handgrip was completely triggered. The outer sheath was kinked at the guiding tube. The stent had been released and was included. The inner catheter and the filling material protruded 235 mm from the tip. The described complaint "failure to deploy" cannot be reproduced, as the stent was released upon receipt of the sample. The sample showed no deviation to the specification. Due to the information received the described problem cannot be reproduced.